Event description:
It was reported the implantable neurostimulator was explanted due to an infection. Patient planned to have an MRI to determine if patient had a brain/lead infection. Additional information reported that the lead and extension were removed. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received: it was reported the patient was diagnosed with infection on (B)(6)-2012. The primary infection location was the device pocket. The patient showed incisional wound opening. The bacteria was cultured and determined to be propionibacteria. The patient was treated with intravenous (IV) antibiotics. The infection was resolved at the time of this report.

Manufacturer narrative:
Product ID 748951, lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted, product type: extension, product ID 748951, lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted, product type: extension, product ID 37642, lot#, serial# (B)(4), product type: programmer, patient product ID 3387-40, lot# j0546256v, serial#, implanted: 2005 (B)(4), explanted, product type: lead, product ID 3387-40, lot# j0546276v, serial#, implanted: 2005 (B)(6) explanted, product type: lead, product ID 3387, lot# j0546256v, serial#, implanted: 2005 (B)(6), explanted: product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)